Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker was repositioned due to migration as the device moved too lateral. The device was then moved more medial. The device remains in service. No additional adverse patient effects were reported.